Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch verioiq meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter informed the csr that on (B)(6) 2018, the patient began to obtain alleged inaccurate high readings of ¿not below 200 mg/dl¿ on the subject meter compared to his feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient manages his diabetes with a combination of insulins (humalog; sliding scale and tresiba; 60 units at night). She stated that the patient did not take any action in response to the alleged inaccurate high results. The reporter stated that after the alleged product issue began, the patient developed symptoms of ¿dry mouth and sweating¿. She denied that the patient received any treatment for his symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure and noted that the test strips had been stored correctly and were within expiry. The csr was not able to walk the reporter through a control solution test as she did not have control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, whilst using the subject meter.